Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flow rate accuracy test at over 21 ml" was not reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a volume to be infused of 40 for a 60 mins run time. The delivered amount was 41.950 and the error percentage was at 4.875. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The pressure plate travel requires adjustment as a precautionary measure. Additionally, during evaluation the device alarmed false downstream occlusion. The cause was determined to be the force sensor calibration out of specification. The force sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy test at over 21ml during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: the event history log was reviewed and identified on the reported event date that the user programmed three infusions with a rate of 40 ml/hr with a vtbi of 20 l, which are the recommended parameters for flow accuracy testing outlined in the sprectrum service manual. The first and third infusions ran to completion without interruption or abnormalities. The second infusion was stopped due to an air-in-line error. There are no abnormalities noted in the log. Should additional relevant information become available, a supplemental report will be submitted.